Manufacturer narrative:
The particular valve was not available for evaluation. It had been disposed since the patient had an infectious disease. The membrane is fixed at two points with silicone glue to the valve body to avoid unintended disassembly during transport. Due to the unavailability of the suspected material it can neither be confirmed nor denied for the particular valve that the gluing was performed. The log file of the ventilator was transmitted. There was no sequence recorded for the given date of event (B)(6) but a ventilation episode captured on the previous day may fit to the description of event. It can be seen therein that the ventilator immediately started to alarm when the particular breathing episode was started - "airway pressure low" and "check breathing circuit for tight connections" was posted repeatedly. Under consideration that the event occurred on (B)(6) and not on (B)(6) as reported, it can be concluded that the ventilator brought the leakage which results from detachment of the membrane to the attention of the users by means of corresponding alarms. There is another conflict in the report - a ventilator being equipped with an expiratory valve where the membrane is missing does not pass the pre-use check while the users stated to have conducted all mandatory pre tests. It should furthermore be obvious to the user during unpacking the particular valve that a detached part remains in the primary packaging bag. Dräger finally concludes that appropriate risk mitigation measures are in place to exclude that a ventilator in this condition is going to be used for patient breathing support. The device has immediately alarmed after start of the ventilation episode to indicate the restricted ventilation. It cannot be assessed how relevant the delay in establishing proper ventilation was for the patient outcome.

Event description:
Please refer to initial MFR. Report #9611500-2019-00272.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up/final report.

Event description:
It was reported that the patient was in critical condition when put on the ventilator in niv mode. The users could not establish sufficient ventilation and put the patient to another device with mask ventilation. Patient status reportedly worsened requiring support with an ambu bag and intubation. The patient then had a cardiac arrest and later died. The users noticed n follow-up of the event that the diaphragm of the expiratory valve was not attached.